Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and all operating currents were normal. No blank display anomaly was noted. No damage was noted inside of the insulin pump. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement tests. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip. The transmitter and blood glucose meter communicated and read all information properly with the insulin pump. No communication or sensor anomaly was noted during testing.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had a blank display. Customer's blood glucose was 84 mg/dl. Causes of blank display were explained to the customer. Customer was advised to disconnect. Troubleshooting was performed. No damage to the device. The device was not dropped, bumped, or exposed to moisture. No damage noted in the battery compartment, battery cap, or spring. Customer was advised to insert a new battery, display did not return. Customer was advised to clear battery contact and compartment, device did not turn back on. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.